Event description:
Reportable malfunction: on 10/20/98, novo nordisk a/s rec'd a novopen 3 device from france with the complaint that the piston rod and dosage selector were faulty. No adverse event was reported in connection with this complaint. Result and conclusion of MFR's investigation - on 10/21/98, novo nordisk a/s established that it was difficult to perform the air shot as the device spearated when the injection was attempted. The collar on the piston rod nut was broken off after the device was tested for dose accuracy. The device was tested for dose accuracy at different dose sizes of 2, 5, 10 and 20 iu (1 iu = 10 mg). Conclusion - the fault "collar on piston rod nut broken off" was evaluated as a reportable malfunction on 10/21/98.